Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. Two unpackaged, ar-1927psf-45, batch 15058054, were received for investigation. Visual evaluation noted that the anchors are detached from the device and weren't returned with it. Both anchors had damage on the threads close to the distal tip. Functional testing couldn't be performed due to the damage of the device. The most likely cause can be attributed misuse due to improper bone preparation; misaligned insertion; or prying/leveraging the device during insertion. Without the return of the anchor for physical evaluation, the complaint allegation could not be confirmed.

Event description:
On 12/11/2023, it was reported by an arthrex subsidiary employee via email that an ar-1927psf-45 peek corkscrew ft anchor broke during insertion. The case was completed using another ar-1927psf-45 peek corkscrew. This was discovered during an rcr procedure on (B)(6) 2023. All the broken fragments were removed, and the case was delayed fifteen minutes; however, no additional anesthesia was needed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.